Manufacturer narrative:
Investigation report: our reference: (B)(4). Your reference: n/a. Reporter: (B)(6). 1 event summary and background: when was breas made aware of the event? February 3rd, 2025. When did the event happen? On (B)(6) 2025. When was the event discovered? During active treatment. Patient impact: patient death. Device model and serial# mode: vivo 45 ls, sn: (B)(6). Reporters description of the event: "wife states that she got a text from patient stating vent was making noise approx. 10ish at night. When she did not see text or hear any alarms in the night. Patient slept unattended. When she went in approx. 4am no lights were on in the room and no odd sound from vent or patient. Wife said she went to shower and came back at approx. 5am and patient had passed. He was holding his mask in his hands. She said patient was still able to take mask off and on. Our last vent check we have documented that patient was still wanting disconnect alarm turn off." Other relevant background information: n/a. 2 investigations: breas received the device on february 7th, 2025. The investigation started on february 13th, 2025 and completed on february 19th, 2025. The investigation included the following activities: full log files analysis, full functional testing. 2.1 inspection: visual condition: minor damage to front case screen. No safety impact. Accessories: click-in battery. Affixed labels: multiple integris labels on top casing. System time and date: device is on the correct date. Approximately 3 minutes behind. Firmware version: fw v5.1.5. Usage hours: 4466.5 hours. Internal battery: soh: 95% and soc: 100%. Mode and setting as received: alarms as received: photos: 2.2 analysis of log file. Figure 1 / figure 2: it is important to note the settings of the device prior to discussing the treatment logs. At the time of the event, the device has nearly all of the alarms set to "off". Relevant to this case, the disconnection alarm was set to "off". The low-pressure alarm was set to 1 cmh2o while at the same time the peep was set to 5 cmh2o. In the event of a disconnection, the device would continue to provide a minimum pressure of 5cmh2o, meaning the low-pressure alarm setting would never be triggered. Other settings that could be found during a disconnection event are low mve and low vte; both were set to "off". Included above are sections of the log files that were obtained from the device. The first image, referred to as "figure 1" from this point forward, is a snapshot of the treatment data within the timeline provided by the reporter. The second image, referred to as "figure 2" from this point forward, is a snapshot of the treatment data from shortly after the event occurred. In figure 1, we find signs of regular treatment coming to a halt at approximately 1:48am and then present constant values until the device was turned off. Figure 2 shows a more detailed, breath-by-breath view of these constant values. These constant values were meeting the treatment settings set to the device at the time. This would suggest the device was not connected to a patient at this time. 2.3 calibration: as received: n/a. After recalibration: n/a. 2.4 functions and alarms: device passed all verification, alarm, and button testing with no failures. 3 causes: is the root cause confirmed? The device functioned as designed based on the settings set at the time. Is the customer description confirmed or not? Based on the log files from the device, it appears the patient was disconnected from the device in the middle of treatment. Customer description confirmed. Probable causes with rationale. The device functioned as designed based on the settings set at the time. The cause was not from the device. Causes that could be excluded with rationale: n/a. 4 risk assessment: this event does not introduce a new risk. Investigation indicates that the device performed according to specification. Log files show that the device was not connected to the patient at the time of the event which is aligned with the report from the customer. The device did not cause or contribute to this adverse event. 5 conclusion and recommended actions: the device was investigated, and an analysis was made which showed that the device performed according to specification and alarmed according to the device settings. Log files show that the patient was not connected to the device at the time of death. The investigation concludes that the device did not cause or contribute to this event.

Event description:
On february 3rd, integris medical supply reported to breas that a patient had died while being treated by a vivo 45 ls device. 'Wife states that she got a text from patient stating vent was making noise approx. 10ish at night. When she did not see text or hear any alarms in the night. Patient slept unattended. When she went in approx. 4am no lights were on in the room and no odd sound from vent or patient. Wife said she went to shower and came back at approx. 5am and patient had passed. He was holding his mask in his hands. She said patient was still able to take mask off and on. Our last vent check we have documented that patient was still wanting disconnect alarm turn off.'